Event description:
It was reported that the hub with s/n (B)(6) rebooted on its own. Procedure completed using replacement. There was full loss of image on primary monitor for approximately 3-4 minutes.

Manufacturer narrative:
Alleged failure: it was reported that the hub with s/n (B)(6) rebooted on it's own. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes can be attributed to a windows atoms table memory leak; possibly due to issues with the ddr3 ram, software, or the windows operating system. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hub with s/n (B)(6) rebooted on its own. Procedure completed using replacement. There was full loss of image on primary monitor for approximately 3-4 minutes.